Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a travel course error. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "travel course error¿ was verified through travel coarse alarm and clutch debris in extrusion. The probable cause was worn clutch. Replaced clutch and leadscrew to resolve the reported issue. Further investigation found liquid crystal display (lcd) display connector was damaged, battery door was cracked, plunger case left was cracked, case top was cracked, barrel clamp requires remediation. Replaced lcd display, battery door 4000, plunger case left, barrel clamp slide, case top 4000 and plunger head push block. The pump was recalibrated and passed all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.